Manufacturer narrative:
The device was used for an off-label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 309328, lot# unknown, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported the lead was to be replaced on (B)(6) 2015.

Event description:
It was reported that ¿open¿ circuits were measured on the lead. A loss of stimulation and less than 50% therapy relief was noted. The lead was to be replaced, though the date was not yet confirmed. A follow up report will be sent if additional information is received.